Manufacturer narrative:
The product involved in the reported issue was discarded at the hospital and therefore not available for evaluation. The root cause of the reported issue could not be determined. We have reviewed the device history record for the involved lots. No issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for the involved lots. Please note that this is report 1 of 4 related to this incident. Reports 1220948-2022-00125, 1220948-2022-00126 and 1220948-2022-00127 were also filed in relation to the incident.

Event description:
A customer reported various issues have occurred while using the syntel silicone embolectomy catheter - regular tip devices. It was reported that the user had the balloon of the catheter rupture during use and they had to retrieve the broken piece with a snare. Additionally, the site reported three additional incidences of failures with this product. Two additional devices also had balloons rupture during use and one device had the balloon fail to deflate during use. No injuries were reported for these events. Please note that this is report 1 of 4 related to this incident. Reports 1220948-2022-00125, 1220948-2022-00126 and 1220948-2022-00127 were also filed in relation to the incident.